Manufacturer narrative:
Evaluation summary: the analysis results found that one device was returned for analysis. The device was noted to have the cam broken from the right side. In addition, clips formation could not be verified as there were no clips remaining on the device. An investigation has been initiated to determine the cause of this issue.

Event description:
It was reported that during a lap cholecystectomy procedure, the device fell apart when attempted to fire. Not performing a cholangiography, used normal application. No patient consequence. Used a new one to complete the procedure. One device returning.